Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 3568774-not valid) inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "ablation and insertion perform on same day". The patient's medical history included uterine prolapse and cystocele. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (vaginal hysterectomy. Left salpingoophorectomy. Right salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: 0 trailing coil at both sides. Lot number reported 3568774 is not valid. Most recent follow-up information incorporated above includes: on 13-aug-2020: update of information (batch not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 3568774) inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "ablation and insertion perform on same day". The patient's medical history included uterine prolapse and cystocele. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (vaginal hysterectomy. Left salpingoophorectomy. Right salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: 0 trailing coil at both sides. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 3568774-not valid) inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "ablation and insertion perform on same day". The patient's medical history included uterine prolapse and cystocele. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (vaginal hysterectomy. Left salpingoophorectomy. Right salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: 0 trailing coil at both sides lot number reported 3568774 is not valid. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.